Event description:
It was reported the ventricle connector is broken. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is broken. Upper and lower case are broken. Ring cover is contaminated and one side bail cover is broken. Battery release, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed. Ring and one side bail are bent. Encoder flex is out of mechanical specification (flex crimped).